Event description:
The svc report shows during the incoming evaluation, the ventilator's alarm did not function when set to the 60 cm h2o mark. The nellcor puritan bennett factory svc tech inspected the device and adjusted the p7 potentiometer on the interface "pcb" to correct the problem. The ventilator is a pt-owned unit and the alarm upgrade has not been performed previously; alarm upgrade performed this svc. The unit passed extended svc final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.